Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, we have had an incident with a pic line that is leaking. As a result, cytostatics have run under the skin, which has resulted in an unpleasant situation. The line has been removed and when spraying we saw a small hole after 4cm of the insertion so that is serious. On 23 october note doctor: at PICC insertion was some fluid under plaster, no blood. Removed bandage and inspected insertion: not red, no pus, is not painful. With bolus fluid no leakage seen. Armis not red or swollen, symmetrical with other arm. No signs of infection. Reconnected for now and expectant policy. (B)(6) 2024 very light red around insertion but otherwise no symptoms. Line was placed (B)(6) 2024. (B)(6) 2024, the line was removed. We always look at the location and diameter of the vein before placing a line. So with this one, you can assume that the vein is >4 mm. In diameter (since you have to keep 1:3ratio). This is an elite athlete with well-developed muscles and vein in my experience in terms of diameter was also on the wide side. The PICC was not used for high-pressure administration. Thereby indicating that they are power piccs that should in principle be able to handle higher pressure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed use residue on the returned sample. A small, longitudinal split was observed in the catheter tubing, and evidence of kinking was observed at the location of the split. A microscopic observation revealed the edges of the split to be straight and the fracture surfaces were observed to flat and granular in texture. The split was observed to align with a linear impression in the surface of the catheter tubing. The observed evidence of kinking in the catheter tubing suggests the damage may have been caused by material fatigue; however, additional factors such as compressional and/or torsional forces may have also contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported; we have had an incident with a pic line that is leaking. As a result, cytostatics have run under the skin, which has resulted in an unpleasant situation. The line has been removed and when spraying we saw a small hole after 4cm of the insertion so that is serious. On (B)(6) note doctor: at PICC insertion was some fluid under plaster, no blood. Removed bandage and inspected insertion: not red, no pus, is not painful. With bolus fluid no leakage seen. Armis not red or swollen, symmetrical with other arm. No signs of infection. Reconnected for now and expectant policy. (B)(6) very light red around insertion but otherwise no symptoms. Line was placed (B)(6) 2024. On (B)(6), the line was removed. We always look at the location and diameter of the vein before placing a line. So, with this one, you can assume that the vein is >4 mm. In diameter (since you have to keep 1:3 ratio). This is an elite athlete with well-developed muscles and vein in my experience in terms of diameter was also on the wide side. The PICC was not used for high-pressure administration. Thereby indicating that they are power piccs that should in principle be able to handle higher pressure. Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter inserted in basilic vein with 1cm exit site markings. Saline used to lock catheter between use. Statlock used and catheter dressed straight along patient's arm. Patient was at home when leak occurred. Leak was internal 5 weeks after insertion. Chlorhexidine solution poured from a bottle used to clean catheter site during dressing change. Patient's physical activities: hockey; lifting weights. Patient is a 25-year-old male elite athlete (hockey) with very heavily muscled upper arms. Placers also assume that patient continued to exercise intensively after PICC line placement